Event description:
It was reported that during a gastrectomy, after one hour of use, the instrument presented some noise and then its tip broke. No patient consequence reported. It was not reported how the case was completed.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.